Event description:
Bayer case number: (B)(4). Persistent muscle pain [muscle pain], persistent joint pain [joint pain] , persistent tendon pain [tendon pain] , vision problems [visual disturbances] , memory problems [memory disturbance] , gastric problems [gastric disorder] , depressive state [depressive state] , fibromyalgia [fibromyalgia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of myalgia ("persistent muscle pain") in a female patient who had essure inserted (lot no. B15006) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced myalgia (seriousness criterion medically important), arthralgia ("persistent joint pain"), tendon pain ("persistent tendon pain"), visual impairment ("vision problrms"), memory impairment ("memory problems"), gastrointestinal disorder ("gastric problems"), depression ("depressive state") and fibromyalgia ("fibromyalgia"). It was unknown whether any action was taken with essure. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, myalgia, tendon pain, visual impairment, memory impairment, gastrointestinal disorder, depression or fibromyalgia. The reporter commented: patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Persistent muscle pain [muscle pain] persistent joint pain [joint pain] persistent tendon pain [tendon pain] vision problrms [visual disturbances] memory problems [memory disturbance] gastric problems [gastric disorder] depressive state [depressive state] fibromyalgia [fibromyalgia] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 20-jan-2023. The most recent information was received on 18-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of myalgia ("persistent muscle pain") in a female patient who had essure inserted (lot no. B15006) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced myalgia (seriousness criterion medically important), arthralgia ("persistent joint pain"), tendon pain ("persistent tendon pain"), visual impairment ("vision problrms"), memory impairment ("memory problems"), gastrointestinal disorder ("gastric problems"), depression ("depressive state") and fibromyalgia ("fibromyalgia"). It was unknown whether any action was taken with essure. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, myalgia, tendon pain, visual impairment, memory impairment, gastrointestinal disorder, depression or fibromyalgia. The reporter commented: patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified. Lot number: b15006 manufacture date: 2013-04 expiration date: 2016-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-dec-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.